Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed battery maintenance.

Event description:
It was reported that after an unrelated service, the cardiosave intra-aortic balloon pump (iabp) unit failed battery maintenance performed by facility biomed. There was no patient harm reported.

Event description:
It was reported that after an unrelated service , the cardiosave intra-aortic balloon pump (iabp) unit failed battery maintenance. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse attended the site and located the unit and refitted new batteries, and advised the customer to complete battery maintenance. Customer performed battery maintenance and the test went as per normal. The unit was returned back to service fully functional.